Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Furthermore, the patient had cellulitis of chest wall at implant incision. The patient has also redness and fluid discharge at incision site. Moreover, patient was currently on antibiotics for urinary tract infection (uti). There were no additional adverse patient effects reported. The crt-d was explanted.